Event description:
The customer reported that the system experienced an uncommanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc power supply was evaluated and optimized to the correct voltage. The system was tested and found to be working as intended and put back into service.